Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that a patient was revised to address pain associated with oasys screws. It was reported that due to the patient's poor cachectic nutritional condition, the screws were close to the skin. This report captures the third of four screws.